Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported a patient had their device explanted due to a lead erosion. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Life threatening was removed as it was incorrectly applied to this event. If information is provided in the future, a supplemental report will be issued.